Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. It was also reported that invalid data on the cardiac compass was noted on the implantable pulse generator (ipg). The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.